Manufacturer narrative:
The device was received for evaluation in used condition. Visual inspection showed the device was in used condition. A "key stuck" alarm was recorded in the event log. Functional testing was not able to duplicate the reported issue. The unit was functioning normally at the time of evaluation. As a preventive measure, the keypad was replaced with a known good one. The device passed all functional tests with no problem after the repair was completed.

Event description:
It was reported that when the ¿high pressure¿ alarm sounded, pressing the scroll key did not mute the alarm sound. Per reporter, the event occurred while in patient use at the facility. There was no patient harm or adverse event reported.